Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. The device history record [DHR] of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of this lot were found. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported by the peritoneal dialysis patient that the cycler alarmed for air detected in the cassette during drain 4 of 5. Treatment was canceled. Patient took out the cassette and there was fluid inside the door. The patient's peritoneal dialysis registered nurse (pdrn) later confirmed that patient's effluent was clear and patient did not experience any adverse events due to the leak. Prophylactic antibiotics were not prescribed. Patient performed continuous ambulatory peritoneal dialysis in order to complete treatment. The set was discarded.